Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was selected for use during a pulmonary vein isolation (pvi) procedure with faraview to treat a paroxysmal atrial fibrillation. The sheath was prepared, and irrigation was performed with a pressure bag. When a farawave catheter was inserted into the faradrive sheath, the sheath valve was reportedly not completely leak tight, resulting in air bubbles to keep forming in the syringe during purging. Prior to this, only the dilator, 71cm nrf transseptal needle, and guidewire were inserted into the sheath. The guidewire was retraced in the farawave when it was inserted into the sheath. The physician changed the sheath to continue the procedure and the procedure was completed. No patient complications were reported. No air was seen in the patient.